Event description:
It was reported that the video system center exhibited no image. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
In a communication with the olympus technical assistance center (tac), the customer was instructed to take the serial digital interface (sdi) cable and connect to a monitor with an serial digital interface (sdi) input. The customer later reported that the issue was resolved once they switched to the correct surgeon. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The customer's allegation of no image was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it was surmised that no image was displayed because the program inside endopro was not properly set. Olympus will continue to monitor field performance for this device.